Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels in the low 200s range (mg/dl). The customer had taken correction boluses. At the time of the call, the customer's bg level was reported to be fine. A system check could not be performed with tandem technical support for this event as technical support was not contacted at the time of the reported issue. A recommendation was made to discuss elevated bg with their healthcare provider.